Manufacturer narrative:
The customer reported that his multi gas unit stops working while monitoring a patient and won't produce gas readings. The gas unit does not display an error message when the unit stops reading even after warming the device for an hour before use. Customer states that their gas unit is working as it should. No evaluation on the unit is needed. Customer is sending back the loaner.

Event description:
The customer reported that his multi gas unit stops working while monitoring a patient and won't produce gas readings.